Event description:
The physician observed exposed urethral bulking implant material upon patient re-examination due to the patient's continued incontinence. The exposed material was removed with forceps and fulgurated. The patient is scheduled for an additional urethral bulking injection.